Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
The patient had a syncopal episode face first into the bathroom sink. Telemetry showed up to 8 second pauses. The device showed an abrupt increase in impedance on trending. She also had an av node ablation shortly after original implant. Should additional information be received, this file will be updated.(B)(4) 2015 - additional information: the patient also has myelodysplasia and developed enterococcus bacteremia of uncertain etiology. The physician discussed this with an infectious disease specialist and decided the device and lead should be removed.